Event description:
The pt reportedly was seen by the surgeon for eval. At that time, they observed the electrode array extruding through the tympanic membrane. The electrode appeared to still be located in the cochlea and the pt performed well on hearing tests. The surgeon reportedly noted that the pt's eardrum was infected. In 2004, surgery was performed to repair the tm and reposition the electrode array. The pt's c1 device remains implanted.